Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to operate on ac or dc power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device would not power on ac or dc power. There was no pt use associated with the event.